Event description:
The reporter stated the surgeon inserted on eyeonics lens and the lens tore. The lens was removed with no pt injury. Another same type lens was implanted. The reporter stated the likely cause of the iol damage was due to the mtc-60c fp cartridge.

Manufacturer narrative:
Evaluation: method - cartridge lot number search. Results - a cartridge lot number search was performed and one similar complaint was found. Conclusion - based on the complaint history and cartridge lot number search, a likely root cause of the event has been determined to be due to the cartridge.